Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on rows 1 and 2 on the proximal end of stent were pushed and twisted distally. The undamaged distal section of the crimped stent od (outer diameter) was measured using snap gauge which is within the maximum crimped stent profile measurement. The distal edge of the bumper tip showed slight signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-dec-2016. It was reported that crossing difficulties were encountered. The first target lesion was a 92% stenosed lesion located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. After a guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 2.5x15mm non-bsc balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The balloon catheter was removed and another 2.5x15mm non-bsc balloon catheter was advanced and performed pre-dilatation. A 2.5x28mm non-bsc stent was advanced but failed to cross the lesion. A 2.5x28mm synergy¿ drug-eluting stent was then advanced, but also failed to cross the lesion. The stent was removed and a 2.5x28mm non-bsc stent was able to cross and was deployed. Following post-dilatation with a non-bsc balloon catheter, the physician then proceeded to the second target lesion which was a 99% stenosed lesion located in the moderately tortuous and severely calcified mid right coronary artery (rca). After the same guide wire crossed the mid-rca, dilatation was performed with a 2.75x15mm non-bsc balloon catheter. A 3.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A 3.00x38mm non-bsc stent was then attempted to advance but also failed to cross the lesion despite several attempts. Therefore, the procedure was finished without treatment of the rca. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.